Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump is over delivering insulin during set changes. The customer¿s blood glucose level was 126 mg/dl at the time of the incident, and 177 at the time of the call. The customer went to load the reservoir and it delivered 20 units of insulin but the pump showed 0.1 units were delivered. Troubleshooting was completed, but the customer wanted to switch to a previous pump model. The insulin pump will not be returned for analysis.